Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure, the left ventricular lead had high capture thresholds. After multiple attempts to reposition the lead, the lead was replaced within the same operation. Post-procedure the patient was stable.